Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power while they were attempting to deliver defibrillation therapy to a patient. The customer removed the device's batteries and then placed them back in the device. The device was then able to power back on and they delivered 300 joules to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power while they were attempting to deliver defibrillation therapy to a patient. The customer removed the device's batteries and then placed them back in the device. The device was then able to power back on and they delivered 300 joules to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the device did not exhibit a loss of power as originally reported, but rather a lock up condition. This was confirmed by the customer's description of the event stating that they removed the device's batteries to restore operation of the device. Also, the electronic records indicate that the device locked up following the delivery of a shock. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power while they were attempting to deliver defibrillation therapy to a patient. The customer removed the device's batteries and then placed them back in the device. The device was then able to power back on and they delivered 300 joules to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.